Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, there was a green "shaving" that was shaved off the reload and seen in patient after firing. The shaving was removed. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.